Event description:
The pt underwent reoperation due to high gradient. The graft that had been implanted had prolapsed into the flow area was adjusted. The valve was replaced by an sjm regent mechanical valve. At explant, pannus was observed under the cusps.